Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured october 22, 2016 ¿ october 24, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted fluid inside the bag containing the device, indicating a leak had occurred. A functional leak test was performed, during which evidence of leak was observed at the solvent-bonded junction of the tubing and stressmember. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume folfusor leaked while being filled with diluent. The diluent was (nacl) sodium chloride. There was no patient involvement. No additional information is available.